Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt for an endoscopy, the pt went into tachycardia and the device displayed a poor pad contact message. The complainant indicated that they obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.